Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of not feeling well in a male patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Action taken with the dianeal ambuflex was not reported. During a call with the baxter customer service, the following information was provided. On an unreported date that patient mentioned he was not feeling well. Upon follow up it was discovered that on an unreported date the patient went to the clinic with chills, abdominal pains, cloudy effluent and fibrin. The patient was not hospitalized but stated he was placed on an unknown antibiotic (dose, frequency, route unknown). The patient stated there was no report of a leak associated with any baxter products. The hp stated he was trained on proper aseptic technique for pd therapy. The hp also stated he did not break aseptic technique and denies knowing the cause of this peritonitis event. It was not reported if the patient recovered from the events. An opinion of causality was not reported for the events.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, additional information was obtained regarding the event. The cause of peritonitis was unknown. It was unknown whether a peritoneal effluent analysis was performed. On an unreported date in (B)(6) 2012, the patient recovered from the peritonitis. The outcome for the event of chills and not feeling well was not reported. A batch review was conducted for potentially associated lot numbers gd892646 and gd892158 and no exceptions were observed that were related to the reported condition.